Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's spouse commented that the patient has had three devices in the past five years and questioned why the devices are not lasting very long. The device was explanted and replaced. No patient complications have been reported as a result of this event.